Manufacturer narrative:
H.6. Investigation summary five photos and one sample with open packaging was received by our quality team for evaluation. Upon visual inspection, needle pierced through the catheter was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Needle pierced through catheter would have occurred either during product application when the product was manipulated or during assembly of the catheter. A project has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis. H3 other text : see section h.10.

Event description:
It was reported that prior to use the catheter tip was discovered to be deformed with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: the catheter tip was deformed like collapsed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the catheter tip was discovered to be deformed with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tip was deformed like collapsed.